Event description:
It was reported that a device break occurred. A 2.75 x 28mm synergy xd was selected for use. The synergy xd failed to cross the lesion and the stent broke at the support level. No patient complications were reported.